Event description:
The manufacturer received information from a philips representative that a battery charging failure had occurred on the trilogy evo device. There was no serious patient harm or injury that occurred or was reported. The trilogy evo device was evaluated by a third-party service center. The device evaluation found the internal battery pack had no charge and an active exhalation valve failure event was observed in the device's error log. The internal battery pack was replaced to address the internal battery having no charge and the proportional valve was replaced to address the active exhalation valve failure error code on this device. Additional findings not related to the malfunction/issue the third-party service center found contamination on the machine flow sensor and inline proximal filter. The third-party service center replaced the device's machine flow sensor and inlet proximal filter to address these issues. Third-party service center found the display was in an "unstable condition" for this device. The third-party service center replaced the device's display to address this issue. The third-party service center found a fio2 sensor railed low event. The third-party service center performed the fio2 sensor receptacle verification test, which failed on the device. The third-party service center determined the tubes and screws were had cause the test step to fail on the device. The third-party service center re-tightening the "associated tubes" and screws to address the issue. After the third-party service center had re-tighten the "associated tubes" and screws, the issue was resolved on the device. The third-party service center performed final test on the device, and it passed.